Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected and a successful dft test was completed. The lead remains implanted and the patient will be monitored.